Event description:
It was reported that on (B)(6) 2018, a 23mm epic stented porcine heart valve with flexfit system was implanted for an aortic valve replacement (avr), and a 29mm epic stented porcine heart valve with flexfit system was implanted for a mitral valve replacement (mvr). The patient had a history of coronary heart disease, severe mitral regurgitation with calcification, moderate aortic stenosis, mild aortic regurgitation, moderate tricuspid regurgitation, and atrial fibrillation before receiving several operations, including a CABG (coronary artery bypass graft), aortic valve replacement (avr), mitral valve replacement (mvr), tricuspid valvuloplasty (tvp), and modified maze procedure. On (B)(6) 2018 after the operations, the patient complained of palpitations and obvious shortness of breath. The patient had low ejection fraction (ef), atrial flutter, ventricular tachycardia, and incomplete right bundle branch block. It was discovered that there was mild paravalvular leakage around both of the replaced valves. Though the patient's heart failure was treated with antidiuretic drug therapy, the patient's symptoms were not improving. On (B)(6) 2019, the patient was given synchronized electrical cardioversion, and the patient's symptoms resolved. The patient was discharged on (B)(6) 2019. No additional information was provided. Related manufacturer report number: 3005334138-2022-00214.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
An event of palpitations, shortness of breath, low ejection fraction, atrial flutter, ventricular tachycardia, incomplete right bundle branch block and mild paravalvular leakage was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.